Manufacturer narrative:
The customer did not respond to numerous requests for more information. To be conservative, this complaint is being evaluated as an adverse event. All communications occurred through the dealer/distributor.

Event description:
Faulty product. Blue drill, bent first time used. Using to drill root for cast post to be made in the lab.